Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a procedure. According to the complainant, the clip was in a tortuous position. During the procedure, the clip was difficult to separate from the catheter; however, the physician was eventually able to release the clip from the delivery catheter and the procedure was completed with this device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.